Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet occluder was successfully implanted in a patient. Transesophageal echocardiogram and angiogram imaging modalities were used during procedure. The patient's left atrial pressure was above 12 mmhg. There was no fluid given during procedure. The close criteria was satisfied and a tension test was performed. The shape of the occluder at the time of implant resembled a compressed tire, roman helmet lobe, martini glass disc. There was no leak around the lobe of the occluder during the procedure. There was no difficulty with implanting the device, such as multiple recaptures/repositioning. On (B)(6) 2025, it was noted that the occluder had embolized and had to be surgically removed. The patient was hospitalized.

Event description:
Subsequent to the previously filed report, additional information was received that 14f amplatzer torqvue 45x45 delivery sheath was used to implant the 28mm amplatzer amulet occluder. The occlude embolized to the patient's mitral valve. The embolization was confirmed by transesophageal echocardiogram. The patient did not experience a rhythm change during procedure. The embolized occluder did not cause a partial or complete obstruction/blockage of blood flow. The cause of embolization of the 28mm amplatzer amulet occluder is unknown.

Manufacturer narrative:
It was reported that the amulet device embolized into mitral valve, one day after the procedure. The embolized occluder did not cause a partial or complete obstruction/blockage of blood flow. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported device embolization could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstance as the embolized device was surgically removed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.